Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported differences between his sensor glucose and blood glucose readings. Customer's blood glucose was 89 mg/dl. Customer stated his blood glucose was 125 mg/dl and his sensor glucose was 64 mg/dl. The customer also stated his sensor glucose graph was not trending in the same direction as his blood glucose. The customer was not able to upload to carelink and was advised to monitor the issue. No additional information provided.